Manufacturer narrative:
The proximal portion of the lead was returned and analyzed. Analysis revealed no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the ¿device was not working properly.¿ the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf). The patient was found to be expired on arrival to the emergency room. The cause of death was listed as cardiac arrest. It was also reported the right ventricular (rv) lead displayed a high rate of non-sustained episodes and the sensing integrity counter indicated short v-v intervals. Additional information was received. There were no device malfunction allegations by a health care professional. Of note, the device ¿fired and converted appropriately.¿